Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged headache, dizziness, eye irritation, sinus infection, congestion and production of phlegm. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was care orchestrator data was unavailable, dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device, and evidence of water ingress on the blower and blower box visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could confirm the customer's allegation presence of contamination in the airpath and there was no visible foam degradation. Section h6 (health effect - clinical code)(missed to capture patient allegation) has been corrected/updated and (type of investigation,investigation findings, investigation conclusions) has been updated in this report.

Manufacturer narrative:
In the previous report, section h10 was mentioned as incomplete; the correct should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches and dizziness, daily eye irritation, daily nasal congestion with severe throat phlegm, multiple sinus infections requiring 4 regimens of antibiotics, reoccurring coughs, and elevated liver function tests.  The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated, and evidence of sound abatement foam degradation or breakdown was not observed in the base unit. The manufacturer observed dust/dirt contamination throughout the device enclosure and airpath, suggesting a source external to the device. Evidence of water ingress on the blower and blower box was found. The internal aspects of the device were inspected. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. The manufacturer confirmed the presence of contamination in the airpath. Section h6 medical device problem code, type of investigation, investigation findings, and investigation conclusions have been corrected in this report.

Event description:
The manufacturer received a voluntary medwatch (mw5103235) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sinus infection. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.